Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that this left ventricular (lv) lead was explanted due to a suspected conductor fracture. A bundle of his was then placed. No additional adverse patient effects reported.